Manufacturer narrative:
Follow-up #1 date of submission 10/13/2017 the device was returned and evaluated by product analysis on 09/16/2017 with the following findings: review of the pump¿s black box revealed multiple related alarms. The pump alarmed for a call service alarm, which was related to a failure detected in a flash-chip component. A battery compartment crack was observed. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted a cs 069 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.